Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for hi blood glucose results. The customer is concerned with results obtained of e-5 and hi. The expected fasting blood glucose test result range is 300mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the living room. During the call on 05/15/2018, a back to back blood test was performed fasting by the customer and produced test results of e-5 using true metrix meter. The test strip lot manufacturer's expiration date is 07/25/2019 and open vial date is two weeks ago. The meter memory was reviewed for previous test result history: (B)(6). Customer calling states that the meter is giving the e-5 error. Customer run several test and she is only getting the e-5 error. Customer states that she then use her other meter and run a blood test and got 577mg/dl fasting. Customer also got a hi result on the meter. I explain to customer what the e-5 error means and why it may occur. Customer states that her normal glucose range is 300mg/dl fasting. Customer have been taking prednisone steroids and know that her glucose range is high. Customer is not having any symptoms at this time.

Event description:
Consumer reported complaint for hi blood glucose results. The customer is concerned with results obtained of e-5 and hi. The expected fasting blood glucose test result range is 300mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the living room. During the call on 05/15/2018, a back to back blood test was performed fasting by the customer and produced test results of e-5 using true metrix meter. The test strip lot manufacturer's expiration date is 07/25/2019 and open vial date is two weeks ago. The meter memory was reviewed for previous test result history: result 1:hi, date: (B)(6) 2018, time:5:03pm, fasting; result 2:263mg/dl, date: (B)(6) 2018, time:12:11pm, fasting; result 3:337mg/dl, date: (B)(6) 2018, time:8:12pm, fasting; result 4:297mg/dl, date: (B)(6) 2018,time:1:32pm, fasting; result 5:358mg/dl, date: (B)(6) 2018, time:12:13pm, fasting. Customer calling states that the meter is giving the e-5 error. Customer run several test and she is only getting the e-5 error. Customer states that she then use her other meter and run a blood test and got 577mg/dl fasting. Customer also got a hi result on the meter. I explain to customer what the e-5 error means and why it may occur. Customer states that her normal glucose range is 300mg/dl fasting. Customer have been taking prednisone steroids and know that her glucose range is high. Customer is not having any symptoms at this time.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report #: (B)(4) returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.